Manufacturer narrative:
Evaluation: we received the complained scalpel and also the whole box of the same scalpel blades. The device history record (lot 4504502323) has been checked and were found to be according to the specification, valid at time of production. There are no indications of a manufacturing or material defect. No deviation. (B)(4). The structure has been checked and indicates that it is an overload fracture.

Event description:
Country of complaint: (B)(6). When the guard of the scalpel was being removed, the blade broke and flew across the cubicle - luckily it landed on the floor without injuring anybody.